Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it had vibration. During repair, it was observed that the gearbox was worn out (bearings and gears) causing the vibration. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the compact speed reducer device felt rough when rotating. It was further reported that the gearbox felt rough/hard to turn. It was observed that the device had vibration. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.